Event description:
Caller reported a cartridge alarm 30 with their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and advised the customer that they will receive a new pump with updated software. Customer agreed to use the current pump as backup therapy until the replacement arrives. Instructions were provided on how to store the current pump and return it within 10 days using a pre-paid label, which the customer acknowledged and understood.